Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6)2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, malposition of the uterus, ovarian cyst, dysmenorrhea, and dyspareunia and mesh was implanted. At the time of implantation the concurrent procedures of laparoscopic assisted vaginal hysterectomy, left salpingo-oophorectomy, and right salpingectomy were performed.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding, recurrence and dysparenia. No additional information was provided.(B)(4).

Manufacturer narrative:
Date sent to FDA: (07/29/2016). It has been reported that following insertion the patient experienced urinary frequency, urinary urgency, and urinary incontinence. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary frequency, urinary urgency, and urinary incontinence.